Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. A visual examination of the crimped stent found that the stent was returned on a pig tail mandrel partially covered by a stent protector. The stent was severely damaged its entire length and squashed in the centre. The returned stent protector inner diameter (ID) was measured and the result was within specification. The sds was not returned for analysis therefore an assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw #: (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. A 4.00 x 16 synergy¿ drug-eluting stent was selected to treat a lesion. However, during preparation when the stent protector was pulled out, the mounted stent got stretched and dislodged. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. A 4.00 x 16 synergy¿ drug-eluting stent was selected to treat a lesion. However, during preparation when the stent protector was pulled out, the mounted stent got stretched and dislodged. The procedure was completed with a non-bsc stent. No patient complications were reported.